Manufacturer narrative:
Investigation of the returned devices were evaluation and it appears that port ¿a¿ of the dyonics ii control unit has electrical damage that was most probably caused by a short circuit in the dyonics power sagittal saw. (B)(4)

Event description:
During a foot/ankle procedure while using the svce rep, dyonics power ii control unit the saw/handpiece that is used in conjunction with the control unit, got very hot and caused a 3rd degree burn in the patient's leg.